Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details. Aso reviewed the complaint database for 2015 to identify similar complaints and there is no trend identified on this product for adverse events. Aso will continue to monitor the database for possible trending.

Event description:
Consumer reported he was using a bandage on a cut on his leg. Product caused a bright red mark on his leg.